Event description:
It was reported that the patient experienced coupling and/or communication issues. The patient lost a significant amount of weight a nd noticed that the implantable neurostimulator (ins) pocket site was loose and it has moved and was poking her. She has had issues with her ins pocket moving two times previously, same location. The patient reported that the stimulation was turning off. The patient was hospitalized recently and has had several medical tests: diagnostic ultrasounds, eeg. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377845, lot# v011532, implanted: (B)(6) 2007, product type lead; product ID 3778-45, lot# v050384002, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).